Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was an external fluid leak from the bottom of the dialyzer. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a water leak from the bottom of an unspecified dialyzer. The issue was further described as, ¿a leak was observed at the connection of the blue bath water tube of the set¿. The leak was observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.